Event description:
Physician reported implant rupture. Diagnosed by MRI. Device has been explanted this relates to an unknown side

Event description:
Physician reported implant rupture. Device has been explanted this relates to an unknown side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flaw opening. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported implant rupture. Device remains implanted. This relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed 1 opening assessed as fold flaw opening. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported unknown side implant rupture. Device has been explanted.